Manufacturer narrative:
A complete lead was returned for analysis. Analysis was normal. No anomalies were found besides procedural damage. The reported events high capture thresholds, failure to sense, and dislodgement were unconfirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device check. Upon device interrogation, the right ventricular lead exhibited high capture threshold, loss of sensing and low impedance, lead dislodgement due to patient¿s sleeping habit was suspected. The lead was tested with pacing system analyzer prior to the procedure and presented values within specifications. The lead was explanted and replaced. The patient was asymptomatic before and after the procedure.